Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient was home alone "watching tv when she noticed that both batteries turned red and the system controller screen went off. She could not read any numbers and no alarms were noted but everything went blank". The patient did not report any physical symptoms or problems as a result of this event. The patient reported this to the ventricular assist device (vad) coordinator and the decision was made to exchange the controller. The patient did not have any clinical symptoms due to the controller exchange and the problem has been resolved. The controller has been received by the manufacturer and will be evaluated. There was no reported patient injury as a result of this event.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The led on each power port, the characters, and back light were present on the display. There was no evidence of strange characters or constant change of the display. Display error was not confirmed or duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation on (B)(4) 2015. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use and patient manual include a reference guide for normal power source behavior and both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller with return of the controller to the manufacturer. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.